Manufacturer narrative:
Siemens has initiated an investigation of the reported complaint. A root cause has not yet been determined. A supplemental report will be submitted if additional information available is received upon completion of the investigation.

Event description:
During a patient examination using the luminos drf max system, the foot support fell and hit the patient. It was reported that the patient experienced a little pain after the event; however, the patient was not injured as a result of the event. Additional information has been requested by siemens regarding the health status of the patient. In a worst-case scenario, a minor to serious patient injury may occur if this issue recurs.

Manufacturer narrative:
B5: additional information obtained during the investigation added. H10 manufacturer narrative: siemens healthcare investigated the reported issue in detail. The provided information and pictures were evaluated, and the complaint parts (foot support, material number 8893385 and tabletop, material number 08892163) were requested for investigation and analyzed. According to the information received the foot support (footrest) fell during an examination and hit the patient on the foot without causing an injury. The investigation of the returned complaint parts showed massive damages on both parts indicating that they were damaged during a collision. Such damages cannot be caused by normal system handling. However, the damage to the guiding rail of the footrest did not impact the secure attachment of the footrest, even if this damage was already present before. The bent parts are not in the way when sliding the footrest onto the table. The other failure patterns indicate that the footrest was attached incorrectly. Only the last latches on either side of the tabletop rail were damaged, not the second latches. This shows that the footrest extended beyond the tabletop and collided with an obstacle or with the floor during movement of the system. The unusually large force that acted on the footrest during the collision tore it out of its position on the tabletop, causing the observed damage. It is concluded that the detachment of the footrest may have been caused due to improper attachment by the user. In general, the footrest shall be checked before each use to ensure that it is correctly mounted and firmly secured to the table. The correct attachment and use of the footrest is described in the system user manual (ga xpd3-520.620.01.01.02 chapter ¿accessories and auxiliary devices¿ on page 28 ¿ footrest). The spare part consumption of the replaced parts (foot support 230kg, material number 8893385 and tabletop, material number 08892163) shows values far below the defined threshold. To further improve the understanding on how to handle the footrest, the operator manual was updated with additional details and illustrations on how to securely attach the footrest (available in production since (B)(6) 2023, and previously as addendum to the operator manual since (B)(6) 2022). The complete installed base received the addendum to the operator manual with update instruction xp051/22/s, released in december 2022 (res# 91383). The complaint is closed with the statements above and with reference to the addendum and updated operator manual.

Event description:
Additional information and clarification. The footrest fell and hit the patient on the foot.